Event description:
Information received noting that a patient who is implanted with a sentiva generator was admitted into the pciu after experiencing cardiac arrest. The cause of the event is unknown at this time but investigation is being done. System diagnostics was performed and all values were within normal limits. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received from the patient's neurologist noting that the patient had no prior history of cardiac event. There were no triggers prior to the event and it did not occur following a medication change. An ECG was performed to diagnose the event and per the physician's assessment the cardiac arrest was not vns related.